Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced an infection at the abutment site. Subsequently the patient was prescribed oral antibiotics for 30 days on (B)(6) 2018. The patient is being clinically managed by the health care provider.